Event description:
Evacuation of hematoma was reason for surgery. Articular insert was replaced with new one.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
Evacuation of hematoma was reason for surgery. Articular insert was replaced with new one.

Manufacturer narrative:
An event regarding evacuation of a hematoma seven days after the primary surgery involving a triathlon insert was reported. While the event was confirmed, no device failure was observed. Device evaluation not performed because the device was not returned for evaluation. There is no indication that the post-operative hematoma was related to the total knee arthroplasty prosthetic components in this case. A device history review indicated all devices accepted into final stock met specification. The investigation concluded that the hematoma was not device related.